Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was not confirmed and follow-up from the account confirmed that the correct device was received. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an un-specified coronary artery. During an attempt to cross with the 2.5 x 20 mm trek balloon catheter, the trek failed to cross and the shaft separated inside the coronary artery. It is unknown how the separated portion was removed from the anatomy. A new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.